Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the leadless ipg difficult to advance to the heart, which the physician believed may have been due to an issue inside the body, with extra cuts needed at the groin site. The guidewire being used was not a stiff wire.  The leadless ipg was ultimately placed after difficult placement and inability to recapture with acceptable sensing, impedance and threshold values.  Approximately four hours post surgery, the patient went into cardiac arrest and had been hypotensive for approximately one hour, and  was pale and diaphoretic. The patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.